Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for knowing customer's conditions; on (B)(6) 2016, the caregiver stated that the customer was admitted to the hospital on (B)(6) 2016 by his son. At time of call back, the caregiver was with the customer in the hospital and stated that the customer did not currently have any symptoms and that his condition had improved since the last call. The caregiver stated that while at the hospital the customer had received insulin and was also given pet scans and x-rays of his knee that was hurting him. The caregiver stated the customer received a blood glucose result of 300 mg/dl non-fasting when at the hospital; the caregiver does not know if it was taken via lab or hand held glucose meter. The caregiver stated that there was no diagnosis yet from the hospital. The caregiver stated she was provided minimal information regarding the details of the medical intervention received by the customer since she is not a family member. The caregiver stated the customer was currently still in the hospital. Unable to make contact with customer via telephone at call back on (B)(6) 2016. At call back on (B)(6) 2016, the caregiver stated that the customer's condition had improved but he was still currently hospitalized. The caregiver stated the customer currently did not have any diabetic symptoms. Caregiver stated that customer was admitted to hospital on (B)(6) 2016, and that customer received insulin and IV fluids on (B)(6) 2016. The caregiver stated the customer was no longer on IV fluids but was currently on insulin. Caregiver stated that insulin was a new medication for the customer. The caregiver did not know the diagnosis from the hospital. On (B)(6) 2016, the customer's caregiver called and stated that the customer was being moved from the hospital to a rehab facility and that she does not have his replacement supplies with her. Unable to make contact with customer via telephone at call back on (B)(6) 2016; voicemail left. On (B)(6) 2016, a product follow-up letter was sent to customer requesting that customer contact customer care department.

Event description:
Costumer reported complaint for high blood glucose test results. Caregiver is calling on behalf of the customer. The customer's caregiver state customer has dementia can not verbally express. The caregiver is concerned with tests results from non-fasting results obtained of 372, 412 and 429 mg/dl. The customer's expected fasting blood glucose test result range is 150 - 159 mg/dl. During the call on (B)(6) 2016, the caregiver was advised to have the customer receive medical attention and caregiver stated that she was currently waiting to hear back from customer's son for further instructions. The caregiver wanted to continue troubleshooting in the meantime. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is one month ago at time of call. When going through the meter's memory, the caregiver verbalized that there is a reading of 329 mg/dl non fasting that was never stored in the memory. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer's caregiver asked for if customer is experiencing symptoms of high/low blood sugar, caregiver stated that he has been dry heaving and "does not seem like himself." The customer's caregiver informed that trueresult/true2go (pqq) systems have been discontinued. Informed customer to immediately stop the use of any trueresult/true2go (pqq) products. Customer has two vials of (B)(4) which are not a part of the recall.